Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead was explanted.

Event description:
During a follow-up, a decrease in r-wave and high threshold were observed. X-ray revealed that the lead was in a different position from the initial implant. A cat scan showed a lead perforation in the pleura causing pleural effusion. The patient was transferred to another hospital for thoracic procedure. The lead was later explanted with no consequences to the patient.